Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch (lss) had been triggered for this system due to an atrial pacing impedance measurement less than 200 ohms. Additionally, noise from muscle stimulation was being oversensed resulting in inappropriately stored atrial tachycardia response (atr) episodes. A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended further troubleshooting. No adverse patient effects were reported.